Event description:
The lot numbers of the two scs leads are unk at this time. It was reported during the pt's re-implantation of a new scs system (reference MFR report: 1627487-2014-21037), the pt experienced a csf leak while the first new lead was being implanted. The physician continued with the procedure; however, he experienced difficulty advancing the scs leads due to scar tissue. It is reported after implanting the scs leads, the pt experienced left ankle pain at which point the physician abandoned the procedure. The system was removed at this time. The pt continued to experience the pain post-operative. As of (B)(6) 2014, the pt's left ankle pain has resolved.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.